Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2003 (B)(6), product type catheter product ID, 8578 lot# n115792, implanted: 2008 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patient's healthcare provider was notified the medication used to refill the pump showed "growth". The hcp reported getting a phone call from the compounding pharmacy that is used by the hospital informing them that the baclofen that was refilled in the pump on (B)(6) 2012 showed "growth". The hcp had not yet contacted the pharmacy yet to determine details as to what type of "growth" they were referring to. The patient status was also unknown to the reporter, however, no symptoms had been reported. The hcp reported that the pharmacy recommended extracting the drug, but the hcp felt the entire system should be explanted. It was reported later that day that the hcp planned to remove the entire pump system that evening of (B)(6) 2012. The patient outcome was not provided. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.